Manufacturer narrative:
Model number: balloon: 72400024, pump: 72400098, balloon: 467852011, pump: 475972024, catalog number: balloon: 72400024, pump: 72400098. Balloon: 00878953000626, pump: 00878953000688, expiration date: balloon: 09/28/2011, pump: 12/08/2011.

Event description:
It was reported that the patient's recurring incontinence gradually returned with their artificial urinary sphincter (aus) after ten years of the system working great. The physician determined that the incontinence was due to urethral atrophy at the cuff site. The device was replaced with a 3.5 cm cuff, pump, and balloon. The patient's status was good.